Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure after the stent was deployed, the balloon would not deflate when negative pressure was applied; therefore, the physician waited for the balloon to deflate on its own. The patient is a (B)(6) male with a history of CABG (1988), and previous stenting (brand unknown) of the proximal right coronary artery (rca) in 2000, myocardial infarction (mi), diabetes and hypercholesterolemia. The patient was admitted with a non st elevated mi. The patient was taken to the cath lab for evaluation. Selective coronary and bypass graft angiography was performed. A 6fr. Jr guide catheter was used to engage the rca. An asahi soft wire was used to cross the proximal and mid rca lesions, a sprinter 2.5mm x 12mm balloon was used to pre-dilate the mid rca lesion. The proximal was then pre-dilated. A xience 3.5x28mm was then deployed in the mid rca lesion. Another xience stent was deployed in the proximal rca lesion. A hi-torque bmw wire was then inserted and the asahi wire was removed. A durastar 4mmx20mm balloon was used to post-dilate the mid rca stent with a sequential inflations of 14 atmospheres (atms) for 20 seconds and 17 seconds. The proximal stent was post-dilated at 18 atms for 20 seconds and 17 seconds. The proximal stent was post-dilated at 18 atms for 20 seconds. During post-dilation of the proximal stent, the balloon would not deflate when negative pressure was applied, therefore, the physician waited for the balloon to deflate on its own. There was no harm to the patient.